Event description:
Hill-rom technical support received a report from the account stating the nurse call was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support found the nurse call was most likely not working due to the universal television power control board having a relay click. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hill-rom technical support advised the customer to switch universal television power control board to resolve the issue. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.